Event description:
It was reported that a device alarmed for a downstream occlusion. In addition, there was no pt injury reported.

Manufacturer narrative:
(B)(4). The involved device is still being evaluated by baxter. A supplemental will be submitted when the eval is complete.